Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that their ins is turning off and they determined that it shuts off when they check it with the patient programmer. The rep checked impedances with no issues found. The patient is on hd programming and does not feel any change in stimulation. The rep stated that the issue was already reported several months ago and stated that the event began in (B)(6) 2017. There were no patient symptoms reported and no complications reported. Additional information was received from a manufacturer representative (rep) on (B)(6)2017 indicating that they sent in the manufacturer file. The rep also sent an image which stated that the stimulator was off, the patient noticed (B)(6) when they went to charge and had 1/4th battery. It occurred several times but they forgot to record, noticed (B)(6)still has half charge. Technical services looked at the manufacturer file and stated that the therapy is on only 15% of the time. The therapy is being turned off and left off for days before it is turned back on. There were no error codes or power on reset (por) events recorded. Due to the hd programming the patient must not realize when the therapy is turned off. It was recommended that the rep review with the patient to only use the bottom sync button on the patient programmer and make sure they are not pressing the off button. The log did not show any device issue related to the ins turning off. Additional information was received from a rep on 2017-may-22. The rep stated that they were mistaken and this was the first time the event was brought to their attention. In an attempt to resolve the problem the data file was sent in and interpreted by technical services. There were no problems identified. The rep did not have any further information to report about the event. There were no patient symptoms reported and no complications reported.